Event description:
End user reports that tilt function on his wheelchair was not working properly and he developed "sores on his rear." There is no report regarding the severity of the pressure sore(s), but pressure sores, without treatment, can progress into a serious injury and, therefore, this report is being filed out of an abundance of caution.

Manufacturer narrative:
Background information: the sedeo pro seating manual (248020 rev b) states that "all fasteners should be checked regularly for wear, such as loose bolts or broken components. Loose fasteners should be re-tightened, see page 38 for torque values." And "if a broken or loose component is found discontinue use immediately and contact your authorized sunrise medical dealer for replacement." And "check wheelchair for any broken components, unusual wear, or other indicators of excessive wear. Discontinue use if damage is found and contact a sunrise medical authorized dealer." Discussion: after our review, it was determined that a deficiency in the tilt functionality existed as of 31-aug-2020 approximately 11 months prior to the call reporting pressure sores. On (B)(6) 2020 a replacement order was placed but was subsequently cancelled. After the continued use of the chair over this period the user experienced pressure sores of an unknown classification on their rear reported (B)(6) 2021. We received no information whether medical treatment was sought or when the sores developed. Conclusion: while the original event is a premature failure in the tilt assembly and possibly a malfunction, it is unclear to what degree if any the tilt assembly contributed to the alleged pressure sores. The product in question met all product specifications before release for distribution at the time of shipping to the customer. This device is used for treatment, not diagnosis. Because the end user continued to use the chair despite this known deficiency that required repair as specified in the seating manual, this is not a malfunction and is not likely to result in serious injury or death if it were to recur.

Event description:
This report represents a correction to a previously submitted MDR.

Manufacturer narrative:
This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Manufacturer narrative:
Background information: sunrise medical, as a practice, reports all reports of end-user pressure sores that break through the skin (stage 2 and above) as a "serious injury" because this level of injury typically requires intervention to ensure they do not progress. Discussion: in an incident reported to have occurred almost one year before sunrise medical was notified, end-user reports that tilt function on his wheelchair was not working properly. Sunrise medical has not had the opportunity to evaluate the subject wheelchair to determine what, if anything, may have interfered with the tilt function. It was further reported that the end-user developed "sores on his rear." The initial reporter did not disclose the stage of the pressure sore. Pressure sores are a frequent condition in long-term wheelchair users due to their preexisting conditions. Without additional information about the injury, sunrise medical is unable to reach a determination as to possible root cause without speculation. Pressure sores, if not treated correctly may progress to a serious injury. Therefore, it is out of an abundance of caution that sunrise medical has elected to file this report because it has a practice of filing reports for stage 2 pressure sores, it is unclear what stage of pressure sore was involved here, and it is unclear whether or not the subject device may have caused or contributed to a serious injury or if any malfunction has occurred that could cause or contribute to a serious injury. Conclusion: due to the allegation of the "tilt function not working properly", there is a possibility that the device did not perform as intended; accordingly, this is classified as a malfunction. Due to this end-user alleging "sores on his rear" (i.e., pressure sores), there is a possibility that this end-user may have needed medical intervention; accordingly, this is classified as a potential for serious injury. Therefore, this report is being filed as sunrise medical understands this meets the criteria defined in 21 cfr 803.50(a) for manufacturer reporting requirements.

Event description:
End user reports that tilt function on his wheelchair was not working properly and he developed "sores on his rear." There is no report regarding the severity of the pressure sore(s), but pressure sores, without treatment, can progress to a serious injury and, therefore, this report is being filed out of an abundance of caution.